Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported stroke, heart failure, and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019 due to heart failure and stroke. Information provided indicated that the device would not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The heartmate 3 lvas lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 97 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient expired on (B)(6) 2019 due to heart failure and stroke. Additional information was requested; however, not provided.